Event description:
It was reported that pt underwent left knee fusion procedure with im nail in 2007. Subsequently, screw backed out and procedure to remove screw was performed in 2008.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event.